Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from the intima-ii y 20gax1.16in prn/ec slm. This occurred 5 times during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "there was leakage of blood at septum during needle disengagement, some of blood spouted out, some not spouted out, but the septum could clearly see the blood, no harm to the patient, but will have the risk of infection."

Event description:
It was reported that blood leaked from the intima-ii y 20gax1.16in prn/ec slm. This occurred 5 times during use. The following information was provided by the initial reporter, translated from chinese to english: "there was leakage of blood at septum during needle disengagement, some of blood spouted out, some not spouted out, but the septum could clearly see the blood, no harm to the patient, but will have the risk of infection."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/10/2020. H.6. Investigation: a device history review was conducted for lot number 9347635. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the septums of the representative samples submitted to our facility were microscopically inspected. Our investigators were unable to identify any identifying marks that would have indicated the root cause of the the leaking septum experienced. However close observation of the photographs of the described event suggest that the blood observed on the septum is residual from the withdrawal of the needle core. This can occur due to the storage of blood in a specialized section of the needle core that is known as the needle notch. The application of excess force during needle extraction can cause this blood to become dislodged in rare cases. H3 other text : see h.10.